Event description:
It was reported to medtronic neurosurgery that the valve was allegedly obstructed and was therefore replaced.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cells aggregates, bacterial colonization of other debris." A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% inspected at the time of MFR.